Event description:
Lumen size inadequate for fiberoptic confirmation of placement. Lumen size inadequate for suctioning with 14 fr suction catheter. Frequent disconnection at lumen connector hub when tube warms and softens. Metal connector hub at y-connector jams in anesthesia circuit. Overall, rptr feels double lumen tube is of sub-standard design.